Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded v lith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error alarm (variableinfo=3) confirmed in the pump history and during self-test due to cold solder joint on u1 keypad assembly. Pump was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked battery tube threads and cracked case alongside the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that her reservoir looked empty and she changed out the battery. The customer stated that power error recurred within a week of previous troubleshoot. The product was returned for analysis.